Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-21 - improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter as no address on file for customer.

Event description:
Consumer initially reported complaint for e-0 and e-3: invalid hematocrit. The e-0 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 333 mg/dl using truemetrix air. The customer also felt tired and believed it was her blood sugar was high. The customer was concerned about the high result and stated because the result was so high and she was feeling tired, she would seek medical intervention. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/28/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Undisclosed, undisclosed, undisclosed, undisclosed, undisclosed. Memory concerns:undisclosed. Customer called in about error message e-3 and e-0, educated customer on e-3 and troubleshooted for e-0. During the call , customer ran a blood test and the results was 333mg/dl fasting, customer raised concerned about the high results and states because the results is so high and she is feeling tired, she will seek medical intervention. Advised customer that I will follow up with her, and disconnected call.